Event description:
Customer reported one sars-cov-2 tma run, wl (B)(4) (uncapped workflow), using assay lot 278151 on panther instrument sn (B)(4) which had 14 pooled samples (4 samples/pool) and 11 positive tubes. Customer reran the same pooled samples and got 12 positive tubes; they noted 1 out of 44 individual samples was positive. No discrepant results were reported to patients.

Manufacturer narrative:
Customer discussed their uncapped workflow technique with hologic technical support (ts) who advised then to uncap the tubes outside of the sample rack prior to loading onto the instrument, as well as cleaning touchpoints and sample/reagent prep areas. Hologic product applications specialist (pas) reviewed logs, agreed with ts's suggestions to customer, and concluded the issue was due to sample-mishandling during sample pooling and loading onto the rack. Hologic field applications specialist (fas) further discussed sample handling, workflow, and contamination prevention with customer. No further issues reported. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4) aptima sars-cov-2 (B)(4) and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.